Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a tip clamp stuck to the ejection sleeve in the reported problem area of the pipette assembly. The ejection sleeve was removed and the sleeve and tip clamp were cleaned. The instrument was inspected, tested without further problem, and returned to service.